Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that insulin was leaking around the adapter and tubing connection. The customer alleged that the tubing was defective, which caused the leak. No adverse event was reported. The infusion set was requested to be returned for product evaluation.